Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the monitor was intermittently showing add gel messages and intermittently failed testing. The cause for the failure was isolated to contamination with the electrode belt. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving add gel messages without a prior gel release.